Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: two curved openings on anterior, flat creases, crack valve, and missing shell (0-25%). Leak test and microscopic analysis was performed which identified: a crack valve, a sharp opening on patch/shell bond edge, and two striated openings on anterior. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A sharp opening on patch/shell bond edge assessed as an unidentified (tear) opening. Two striated openings on anterior assessed as surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.